Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose ranged from 40-300 mg/dl. Reportedly, customer believed that settings required adjustments to address the issue. No additional patient or event information available.